Event description:
It was reported that vessel dissection and stent damage occurred. The target lesion was located in the diagonal branch segment. A 2.2512mm promus premier¿ stent was advanced to treat the lesion. However, the device was unable to cross the lesion. After the physician removed the device, dissection was noted and it was noted that the stent strut was raised. The physician treated the dissection with plain old balloon angioplasty (poba) and the procedure was completed. No further patient complications were reported.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.   (B)(4).